Event description:
The manufacturer received a ventilator for service. There was no pt harm or injury reported.

Manufacturer narrative:
During evaluation at the manufacturer's service center, errors related to the device's ability to operate with battery power were observed in the device error log. The device's power management board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.